Manufacturer narrative:
It was indicated that during removal of the filter basket, the angioguard was caught "on something" and during withdrawal "a particle may have been released" through the vessel. It's not known what the device was caught with. Thereafter, the filter was removed. During this time, a neurological deficit occurred. The onset was sudden resulting in right hemineglect and right upper extremity decreased range of motion and strength. The pt was diagnosed with an ischemic stroke. As per medical personnel, the event was not related to a cordis product and was related to the procedure. A neurological evaluation was performed post procedure indicating a stroke scale score of 2rankin. There was right hand and wrist edema; joints were swollen and painful especially with increased movement. Erythema was noted. The pt was discharged in 2007. Pre/post procedure, medication was aspirin. Discharge medication was clopidogrel and aspirin. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of two products involved in the same pt and reported under manufacturing number 1016427-2007-00123 and 9616099-2007-02362.

Event description:
The pt was enrolled in the study for a carotid artery angioplasty and is asymptomatic. The left (proximal) internal carotid artery was the target lesion measuring (6x20)mm (ref diameter by length) and had 80% stenosis. The lesion was moderately calcified, eccentric, and resistant to percutaneous transluminal angioplasty (pta). Thrombosis was present at the site. Arch type I was noted. The vessel was moderately tortuous and lesion was predilated. There was no information provided about the contralateral side. An angioguard device was utilized during procedure for embolic protection. It was deployed uneventfully. Subsequently, a precise stent was deployed successfully with a remaining 30% final target lesion residual stenosis.